Event description:
It was reported by the distributor that during two photo-selective vaporization of the prostate, the footswitch was found to be faulty when activating the coagulation function. The footswitch pedal does not return to its initial position as intended and continues to emit coagulation energy. The footswitch pedal has to be returned to its initial position manually. The procedure was completed with the same footswitch. Boston scientific has been unable to obtain additional information regarding the patient outcome despite good faith efforts. This report is for the first procedure.

Event description:
It was reported by the distributor that during two photo-selective vaporization of the prostate, the footswitch was found to be faulty when activating the coagulation function. The footswitch pedal does not return to its initial position as intended and continues to emit coagulation energy. The footswitch pedal has to be returned to its initial position manually. The procedure was completed with the same footswitch. Boston scientific has been unable to obtain additional information regarding the patient outcome despite good faith efforts. This report is for the first procedure.

Manufacturer narrative:
This product was not returned to our quality assurance laboratory. A review of the service history record showed that the laser was installed on july 18, 2018. The system was last serviced on january 28, 2022. The laser was fully functional with no issues. Information available received from services indicated that a replacement footswitch was shipped and provided to the customer. Based on the information available, the reported faulty footswitch event is confirmed.